Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented via merlin.net transmission, non-sustained rv oversensing was observed on the rv lead. A review of the transmission showed intermittent loss of ventricular capture. Programming changes were made. Patient was stable.